Event description:
Filled tpn infusion bag on delivery cart found leaking from pinhole opening within a fold on the product. Product has recently changed to a new material/design, now with two leaks in our first month of use.